Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced alert 38 indicating a motor stall, with repeated prompts to restart and inability to proceed with insulin delivery during a supply change; the pump was fully charged, multiple restarts were attempted, and a dry run without supplies reproduced the issue. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included a device replacement and shipment of a replacement unit. Investigation included remote troubleshooting with user guidance and functional checks via a dry run that immediately failed. Investigation of this case revealed a persistent motor stall consistent with a pump motor or drive mechanism malfunction preventing insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction.